Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced dorsal and lower extremity muscle spasms that a physician attributed to hypersensitivity to the scs system. Surgical intervention was undertaken in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.